Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that the device isn't working. The patient clarified they can't get the communicator to "react to the phone". They are getting device not responding message when trying to connect with their implant. They have repositioned communicator and continue getting retry. Reviewed placement/repositioning of communicator on pt's ins. Pt then confirmed able to successfully connect with their ins. About a month ago the pt noticed having difficulty with getting it to connect and seeing device not responding message. They had an appointment with their doctor last monday ((B)(6) 2023) and stated they had therapy set and they had not touched it because the manufacturing representative (rep) set it up. They felt stimulation so they were told to leave it there. They reported they have never felt stim around their genitals it's always been "around the backside where they've got the implant". Pt clarified feeling stimulation at implant location (right where implant is) not in bicycle seat area. They reported that it's a tingle and like touching an electric fence, like feeling as a little electrical tingle at implant site. They noticed feeling stimulation in location of the implant since "when I had it put in after I met with the rep". They then stated the th e feeling of stimulation would go away, but they were told it's still working. When they met with the rep to set up therapy they told rep that they felt stimulation right around where implant is. They were real numb, so they didn't really know where the implant was but stated they had an idea. They said it's a little frustrating as when they first tried to increase stimulation pt reported "it doesn't move". Pt reported they were getting device not responding and later reported they were stuck on ".7 screen" and reported device was not responding when pt tried to increase stimulation. Pt reported it was like the screen was frozen. Pt closed out of application then was able to successfully increase stimulation when pt entered application again. Pt increased stimulation to 1.0 as advised by their healthcare provider but reported they still don't feel it. Pt later stated they could feel stimulation and stated they feel it more towards buttock and not so much at implant site. Pt clarified "pretty much" feeling stim in lower buttock area/bicycle seat area. Pt made a comment that it's "a little confusing" that it says to place communicator over their device when ready to connect, but should be place over interstim device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.